Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 02/27/2024. An investigation was conducted on 02/27/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no visual defects observed on the intact btt. A mechanical evaluation was conducted. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000357726 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 btt insufflator valve was not working correctly. Insufflator was connected to btt valve and there was no gas going through the valve. Another btt was dropped from an accessory kit and valve worked with gas flowing through. There was no procedural delay and no patient harm.